Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during a device check for a recent implant, it was noted that this atrial lead is not capturing. It is suspected the lead has dislodged. A lead revision will be scheduled. There were no adverse patient effects reported. Additional information was received that a lead revision was attempted, the lead was repositioned but it was not capturing or sensing well. The physician elected to explant the lead and program the right atrial (ra) lead sensing to off.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.